Event description:
It was reported that in a deep brain stimulator procedure on the date of this report there was a faulty lead that had to be replaced. It was noted that the voltage was set to 7v and they got no response. The lead was then swapped out and a response was able to be generated. The healthcare professional and manufacturing representative determined the lead was bad. Additional information received reported that the lead was faulty. The patient was doing well. The lead would be returned. Additional information received reported that the lead had failed to elicit side effects at 7.0v. The lead was switched out and a new lead worked at 2.0v. The lead was not implanted. It was noted that the lead was used within the patient. The lead¿s intended use was for treatment. There was no patient death and the patient had recovered without sequelae. It was further noted that alligator and twist lock were tried.

Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# va0e6h5, implanted: (B)(6) 2014, product type: lead. Product ID: 37603 serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 37085-60 serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3389s-40, lot# v944205, implanted: (B)(6) 2012, product type: lead. Product ID: neu_stylet_acc, lot# unknown, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.